Event description:
The customer reported that the fetal spiral electrode (fse) difficult removal and caused a skin injury on the babies head. The device was in use and adverse event was reported.

Manufacturer narrative:
Philips requested the return of the product for evaluation. A quantity of 1, (fetal spiral electrode) was received back for evaluation to the manufacture. Visual inspection of the device revealed hair and tissue stuck underneath the electrode needle. No additional problems were found with the device electrode, electrode hub, or wiring. When attempting to remove the hair from the electrode the evaluation concluded that the removal was difficult, and may indicate excessive torque being used when attaching the device to the patient. The cause of the issue was determined to be user error. The fse (fetal spiral electrode) was removed from the patients by surgical intervention of the doctor.

Event description:
The customer reported that the fetal spiral electrode (fse) difficult removal and caused a skin injury on the babies head. The device was in use and adverse event was reported.

Manufacturer narrative:
It was reported that fetal spiral electrode difficult removal and caused a skin injury on the babies head. A good faith effort was made to obtain parts back for evaluation of the reported fetal spiral electrode associated with this complaint evaluation, but attempts have been unsuccessful. The reported fse (fetal spiral electrode) was not available for evaluation. There is insufficient data available to determine the actual cause of the incident.

Event description:
The customer reported that the fetal spiral electrode (fse) difficult removal and caused a skin injury on the babies head. The device was in use and adverse event was reported.